Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in patient with significant calcium burden, including central leaflet calcification and a large calcium deposit in the lvot just 1mm below the annulus. The patient was considered intermediate risk prior to the implant procedure. The aortic valve area (ava) was 0.7 cm², the indexed effective orifice area (eoa) was 0.3 cm², and there was a large calcium deposit in the left ventricular outflow tract (lvot) measuring 16.9 mm in cross-section, located 1 mm below the annulus. The aortic valve angle was measured at 53 degrees. Initially it was planned to use a 21mm non-abbott for pre-dilation, considering the heavy lvot calcium burden, and this plan was agreed upon and prepared. The patient was considered intermediate risk prior to the implant procedure. A computed tomography scan summary was reviewed by a second physician and overruled the pre-dilation plan, insisting on using an 18mm non-abbott balloon instead. Despite concerns raised regarding the inadequacy of an 18mm balloon for a 27mm navitor vision valve with an 81.4 mm perimeter, the procedure proceeded with the smaller balloon. During inflation, it was noted that the 18mm balloon was struggling to move the calcium, and both physicians agreed it was insufficient. Nevertheless, the valve was deployed the valve was delivered and deployed at a depth of 3¿4 mm across the annulus. It appeared constrained and under-expanded, resulting in severe paravalvular leak (pvl) and confirmed via fluoroscopy. There was sufficient aortic valve calcium to allow anchoring. Despite multiple warnings that the valve lacked radial force due to inadequate pre-dilation, the valve was deployed pacing at 130 bpm and releasing the valve slowly with forward pressure. In preparation for final deployment, the guidewire was pulled to a midventricular position to deflect the nosecone. During final deployment, the implanter confirmed that all three tabs were successfully released using two different views. Upon release, the valve immediately embolized into the sinuses. Initial attempts to retrieve and reposition the valve using a non-abbott snare and 23mm balloon were unsuccessful, as the balloon failed to contact the valve frame and bounced within the lvot and ascending aorta. A 25mm non-abbott balloon was eventually used to reposition the valve above the coronary ostia. A gooseneck snare was applied to stabilize the valve while a new 23mm non-abbott device was delivered and deployed, but not in the 27mm navitor vision valve. Post-deployment, angiography revealed concentric severe pvl, which was reduced to mild-to-moderate after inflating the 25mm non-abbott balloon by 1 cc. The team discussed returning in a week to plug the annulus to address the residual pvl. Post-procedure, it's noted that the patient's condition had deteriorated due to annular aortic rupture and required emergency surgery. Findings included annular rupture, necessitating root repair and aortic valve replacement (avr), as well as repair of an aortic dissection. The patient was also transfused with red blood cells. On (B)(6) 2025, the patient was suffered leading up to death, they experienced complete heart block, were neurologically unresponsive with right gaze deviation, and had a pericardial effusion that required pericardial drainage during CPR. Ultimately, he patient suffered an anoxic brain injury and passed away on (B)(6) 2025. The annular rupture and aortic dissection were believed to be caused by constraint of the valve, while the anoxic brain injury was of unknown cause. No additional information was provided.

Manufacturer narrative:
An event of incomplete stent opening, perivalvular leak (pvl), migration, annular and aortic dissection, anoxic brain injury, hospitalization, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported device embolization and pvl is likely a cascading effect of the incomplete stent opening and a constrained valve frame. The cause of the reported incomplete stent opening and constrained valve frame appears to be related to procedural factors (inadequate pre-dilatation) and/or patient condition (significant calcium burden, including central leaflet calcification). The cause of the reported anoxic brain injury, annular rupture and aortic valve dissection could not be conclusively determined. The cause of the reported death could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as the migrated valve was snared and another valve was implanted (valve-in-valve). The annular rupture, aortic dissection required root repair, aortic valve replacement. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID:(B)(6)). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in patient with significant calcium burden, including central leaflet calcification and a large calcium deposit in the lvot just 1mm below the annulus. The patient was considered intermediate risk prior to the implant procedure. The aortic valve area (ava) was 0.7 cm², the indexed effective orifice area (eoa) was 0.3 cm², and there was a large calcium deposit in the left ventricular outflow tract (lvot) measuring 16.9 mm in cross-section, located 1 mm below the annulus. The aortic valve angle was measured at 53 degrees. Initially it was planned to use a 21mm non-abbott for pre-dilation, considering the heavy lvot calcium burden, and this plan was agreed upon and prepared. The patient was considered intermediate risk prior to the implant procedure. A computed tomography scan summary was reviewed by a second physician and overruled the pre-dilation plan, insisting on using an 18mm non-abbott balloon instead. Despite concerns raised regarding the inadequacy of an 18mm balloon for a 27mm navitor vision valve with an 81.4 mm perimeter, the procedure proceeded with the smaller balloon. During inflation, it was noted that the 18mm balloon was struggling to move the calcium, and both physicians agreed it was insufficient. Nevertheless, the valve was deployed, the valve was delivered and deployed at a depth of 3¿4 mm across the annulus. It appeared constrained and under-expanded, resulting in severe paravalvular leak (pvl) and confirmed via fluoroscopy. There was sufficient aortic valve calcium to allow anchoring. Despite multiple warnings that the valve lacked radial force due to inadequate pre-dilation, the valve was deployed pacing at 130 bpm and releasing the valve slowly with forward pressure. In preparation for final deployment, the guidewire was pulled to a midventricular position to deflect the nosecone. During final deployment, the implanter confirmed that all three tabs were successfully released using two different views. Upon release, the valve immediately embolized into the sinuses. Initial attempts to retrieve and reposition the valve using a non-abbott snare and 23mm balloon were unsuccessful, as the balloon failed to contact the valve frame and bounced within the lvot and ascending aorta. A 25mm non-abbott balloon was eventually used to reposition the valve above the coronary ostia. A gooseneck snare was applied to stabilize the valve while a new 23mm non-abbott device was delivered and deployed, but not in the 27mm navitor vision valve. Post-deployment, angiography revealed concentric severe pvl, which was reduced to mild-to-moderate after inflating the 25mm non-abbott balloon by 1 cc. The team discussed returning in a week to plug the annulus to address the residual pvl. Post-procedure, it's noted that the patient's condition had deteriorated due to annular aortic rupture and required emergency surgery. Findings included annular rupture, necessitating root repair and aortic valve replacement (avr), as well as repair of an aortic dissection. The patient was also transfused with red blood cells. On (B)(6) 2025, the patient was suffered leading up to death, they experienced complete heart block, were neurologically unresponsive with right gaze deviation, and had a pericardial effusion that required pericardial drainage during CPR. Ultimately, he patient suffered an anoxic brain injury and passed away on (B)(6) 2025. The annular rupture and aortic dissection were believed to be caused by constraint of the valve, while the anoxic brain injury was of unknown cause.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.